Event description:
Reaction to filler raddiese. Doctor injected filler to correct dents on the nose 1 month after rhinoplasty. Experienced intense pain for several hours and severe headaches after injection followed by swelling and burning sensation. It is two days pass injections and still having a headache, swelling and burning sensation which also spread to the eyes plus lumps in the places of injections. Hope it gets better. To answer your question below, yes, I have a product it is where it was injected.